Manufacturer narrative:
No testing results or histopathological markers have been provided for cd30+ and alk-. The device is not PMA approved. As there is suspicion of alcl against an allergan device, this will be reported at this time. If information should be received indicating no malignancy, this record will be unreported. A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, seroma-late, lymphoma-alcl-suspected, lump/nodule (lymphoproliferative lesion) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: "retroimplant liquid collection in the right breast of 6cm, with a solid area of 1.5cm and with enhancement of 0.6cm. Bi-rads 4", "investigation of bia-alcl", "high degree of suspicion bia-alcl - birads 4", and "baker grade of capsular contracture (both sides): iii", lymphoproliferative lesion.

Event description:
Patient reported "lesion suspected of bia-alcl" and via MRI reported "breast with a predominance of fibroglandular tissue", "accommodation folds", and "collection located posterior to the right breast implant", "on the posterior and medial side of the collection, a small amount of solid tissue can be seen", and "possibility of a lymphoproliferative lesion". The event of "breast with a predominance of fibroglandular tissue" is not device related. Later, patient reported on behalf of healthcare professional "baker grade of capsular contracture: iii". No testing results or histopathological markers have been provided for cd30+ and alk-. Device remains implanted.

Manufacturer narrative:
Further investigation summary: the review of the documentation associated to the manufacturing process indicates that all devices with the same lot number were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review the device will not be returned for analysis in the device analysis laboratory, however, the reported events are unable to be observed as all are classified as medical. A review of the current risk documents was performed in and the event of bia-alcl is a known hazard for breast implants. Per evaluation performed in this investigation and, based on the coding matrix for medical devices and human tissue this code is classified as medical event; also, according to the procedure this event is not classified as a potential high impact complaint, therefore this case is not confirmed as high impact complaint, and no further actions are required at this time. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma - alcl-suspected will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Patient reported "lesion suspected of bia-alcl" and via MRI reported "breast with a predominance of fibroglandular tissue", "accommodation folds", and "collection located posterior to the right breast implant", "on the posterior and medial side of the collection, a small amount of solid tissue can be seen", and "possibility of a lymphoproliferative lesion". The event of "breast with a predominance of fibroglandular tissue" is not device related. Later, patient reported on behalf of healthcare professional "baker grade of capsular contracture: iii". No testing results or histopathological markers have been provided for cd30+ and alk-. Device remains implanted.